Manufacturer narrative:
This issue has been designated as "broken haptic, a malfunction of the device and is considered MDR reportable, as serious injury was reported by surgery center. Product evaluation revealed that the trailing haptic was broken at the root of the optic/haptic junction. The broken haptic remained inside the injector tip. The screw and the rod was advanced partially. Trace of lubricant was found inside the injector tip and on the lens. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no.: (B)(4) -model 230. Internal reference: (B)(4).

Event description:
The trailing haptic detached from lens and stood inside of cartridge. The incision was not enlarged for the explant. The doctor cut the lens in half to remove the lens from the eye and replaced damaged lens with a 2nd hoya lens. The 2nd hoya lens was implanted without difficulty. Additional information reported "significant corneal edema due to lens removal resulting in serious injury." Patient prognosis was reported as ok.